Event description:
Installed libre plus continuous glucose monitor sensor in right arm. Their documentation says the needle will not remain in the arm after installation. After 10 to 15 minutes, the sensor came loose. I felt around the edge of it and could feel the needle in my arm. When I withdrew my hand, there was blood covering my fingers. As I dabbled a paper towel around the sensor perimeter, the paper towel became drenched in blood and the sensor fell out. I experienced severe bleeding with multiple paper towels being drenched in blood and the sleeve of my t-shirt drenched as well. I estimate one to two blood draw vials of blood volume bled from me before being stopped. I called the company to report the problem and was told by the customer support representative to call my doctor. Which is totally ludicrous and unacceptable when the product failed to work properly. This company is not accepting responsibility for their failure. They're saying this is the doctor's fault is a disgrace of their integrity to protect the consumer.